Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.

Event description:
The customer reported via phone call that their insulin pump had a motor error, the customer reported that the drive support cap appears to be normal. Customer was able to complete pump rewind. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.